Event description:
Hospital advised that the pump overinfused. The user indicated in a written note attached to the pump when it arrived in the biomedical engineering department, that it was going faster than usual. There was no pt consequence.